Event description:
Techincal services received a call on (B)(6) 2016. Noise was observed on lv lead when connected to new device (no noise with device). Device was sensing it. Physician tried to gain access to cs to replace lv lead but anatomy would not allow for it. Kept the st. Jude lv lead implanted and turned off lv sensing. Lv lead implanted (B)(6) 2009. This event occured at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).